Event description:
On (B)(6) 2010, the pt requested that the system be removed; however the physician elected to remove the atrial lead which had become dislodged, but reprogram the remaining system to a lower rate and observe the pt because the pt had been symptomatic in the past. While extracting the ra lead, the physician noted that this device has migrated inferiorly, so the pocket was revised and the device repositioned. After 1 year at the lower programmed rate, the pt had not been paced in the rv, nor been symptomatic, so the physician agreed to remove the system at the pt's request. The pt had been complaining of pain in the pocket for more than a year. On (B)(6) 2011, the pacemaker was explanted and the rv lead was capped.